Event description:
Updated summary: troubleshooting was performed for the reported issues and it was found that the discrepancy between sensor glucose and blood glucose was not within the range. Insulin delivery was not suspended due to sensor glucose and blood glucose differences. Also, the customer was not taken any medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The customer was advised to monitor insulin pump and blood glucose values.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported blood glucose value of 42 mg/dl. The customer experienced low blood glucoses treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-243at, mmt-1884, mmt-7040a. Troubleshooting was performed for low blood glucoses event and confirmed that the customer was using the auto mode/smartguard feature at the time of the event and customer was using the insulin pump within 48 hours of the reported event. Customer was not believing that the pump was over delivering. Troubleshooting was performed for sensor glucose vs blood glucose, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-243at. No product return is required for mmt-1884. Product return requested for mmt-7040a. Customer declined to return or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.